Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indication for use. It was reported that patient experienced change in effect of snm and some pain sensations in the coccyx/discomfort when being at her workplace. A change in fecal routines was also reported. This happened when the clothes shop she works changed the anti theft system used for deactivating alarms on garments for sale. New em deactivator installed recently in the desk where she deactivates antitheft tags on clothes when selling them is the external factor listed. The rep was provided some recommended tests if the issue is related to the snm equipment. Will try under supervision to make patient slowly approach equipment with snm system of and then on to be able to see if this interaction are a reality. No intervention so far. The issue is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient seems to be functioning ok now and is able to manage her working day avoiding the device (em burglary alarm remover).